Manufacturer narrative:
The returned was evaluated. During an internal inspection of the device, the ac fuses on the system board were found to have failed (open). There was no ac power input to ac/dc power supply. A service history review reveals that this unit was in the field for over 14 months with no previous reported issues prior to this event. The device history record (DHR) was reviewed and it was determined that the device met all release criteria. Nothing was in the DHR that indicates that there was a manufacturing related cause for the reported event.

Event description:
It was reported that the unit will not turn on. The customer also states that the ac power lew does not illuminate. The unit will not engage in monitoring. On (B)(4) 2014 - additional information was received from the customer. The customer clarified that she believes that the unit was on a patient at the time of the failure. However, she is unable to confirm that it was on a patient since she did not observe the event nor did she remove it from service. The customer is able to verify that she was unable to turn the unit on. The customer reported that medical intervention was not required.